Manufacturer narrative:
The investigation is ongoing. Na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 133 mmol/l. The repeat result was 139 mmol/l. The sample was repeated a second time on a blood gas analyzer and the result was 141 mmol/l. The initial result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) changed the ion-selective electrode (ise) assembly and two degassers. He also changed the gear pump head as it was not working within specifications. Calibrations and qcs were performed with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  Based on the information provided, the cause of the event could not be determined.